Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The data returned for analysis were inspected. The inspection revealed that the current consumption was temporarily minimally elevated as a result of slightly low lead impedances. Note that the lower the impedance values, the higher the current consumption. However, the battery voltage is as expected and still sufficiently charged. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the data available for analysis the clinical observation resulted from measured low impedance values. There is no indication of a device malfunction.

Event description:
We were notified that this device gave an early battery depletion error message during a normal follow up. The device function is normal.